Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. No constant tone noted. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being exposed to moisture. The patient¿s blood glucose level was 101 mg/dl at the time of the incident. Insulin pump started making a whining noise a high pitched noise like a constant tone and nothing was on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is expected to be returned for analysis.